Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a follow up. Upon examination of the pacemaker, it was discovered that the auditory notifier was not working. The clinician attempted to increase the duration of the notification, however, the anomaly was not resolved. It was recommended that the patient be monitored remotely via merlin.net. No patient symptoms were noted.

Event description:
New information received stated that the patient presented to the clinic for a follow up and was provided with a home monitor for remote monitoring. No other intervention was performed.